Manufacturer narrative:
It was reported that the patient suffered a post-operative injury which resulted in loosening of their joint. Revision surgery is planned to exchange the poly insert for a thicker size. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient suffered a post-operative injury which resulted in loosening of their joint. Revision surgery is planned to exchange the poly insert for a thicker size.